Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient was educated on recharging on (B)(6) . The cause of the difficulty charging was determined to be that they were on hd settings and was not charging before their battery was discharging. Patient was instructed to check their battery in the morning and night to assess whether or not to further charge. It was unknown if the difficulty resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had difficulty charging. The actions previously taken was previous education. The caller will be meeting with the patient again to go through icon meanings. The patient was meeting with a rep on (B)(6) at noon to reeducate on recharging because the patient is getting frustrated and confused by the process and icons. The caller reported that they have met with the patient in the past for an in person training. The patient stated that they called the manufacturer and there was no record of the call. No further complications were reported or anticipated.